Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was alleged to have depleted premature. The device was not explanted and remains implanted. No adverse patient effects were reported. A review by engineering showed no resets or abnormal faults with the device but the power consumption was higher than expected. It was noted that the device was malfunctioning and needed to be replaced and returned to conduct detailed analysis.

Event description:
The device was explanted and returned. No additional adverse patient effects were reported.